Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the customer having multiple issues with their sherlock sensor. Inability to track the PICC at all no matter where PICC is moved to on the chest. Several instances of the PICC showing up on the opposite side of where the PICC is actually being placed. Calibrating the sherlock has often sent it into "the circle of death" where it just errors over and over again. Customer has had multiple occasions of the PICC constantly appearing to spring up when in actuality it is going down as evidenced by 3cg. The exact number of occurrences was not provided by the complainant.